Event description:
On (B)(6) 2017, the reporter (pharmacist) contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verio 2 meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation, since the patient could not be reached to obtain additional information. Csr noted that the reporter was unable to provide key information. It is unknown when the meter inaccuracy began or any results that were obtained, only that the results had been ¿drastically high, from simple to double¿. The reporter stated that the patient manages her diabetes using insulin self-adjuster, and in response to the alleged inaccurate erratic results obtained she had increased her insulin. At an unknown time after the meter inaccuracy began the patient developed symptom of ¿fainted¿. It is unknown if the patient required or received any treatment for the symptom. The csr noted that the reporter was unable to walk through the trouble shooting. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.